Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The caller stated that the customer was taken to the hospital, but, since the customer had asked not to be placed on tubing support when in coma, the customer was released to be taken home. The customer was in coma when he was taken home and passed away at home. The cause of death was hypoglycemic encephalopathy. The caller stated that the customer's blood glucose was running low. The caller stated that the customer was sleeping, woke up at 6:30am, and was in a coma. The caller did not know the customer's blood glucose at the time of passing. The customer was wearing the insulin pump at the time of passing. The caller stated that the insulin pump is no longer available for return. The caller stated that they do not want to give any more details and they don't want to be contacted anymore regarding this matter.

Manufacturer narrative:
The device did not have a battery installed when received. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08715 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device had minor scratched display window, a small crack on the display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. Data analysis: there is no data available due to the unit did not have a battery installed when received. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.